Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) detected a shocking impedances less than 20 ohms, in which a red alert was declared through the latitude system. The patient was brought in for evaluation. During the shocking lead impedance test it was revealed that the impedance was 30 ohms. It was reported that the daily measurements had been averaging around 40-60 ohms and there was only one measurement less than 20 ohms. Technical services (ts) discussed that a 1.1 joule shock and a max energy shock should be delivered to evaluate the integrity of the system. The patient's right ventricular (rv) lead was a competitor's product. Subsequent information indicated that the integrity of this system was tested and the impedances were found to be within normal limits and the patient tolerated that procedure well. Subsequent information indicated that this system again detected shocking impedances less than 20 ohms.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.